Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2015, at 03:50a.m., the patient in room ccu 31 coded. The arterial pressure (abp) showed as a flat line on the mx monitor but the mx monitor did not trigger any pressure alarms ( no visual or audible). The nurse stated the monitor did trigger arrythmia alarms (extreme tachy, vtach etc) around this time frame but no pressure alarms. The patient passed away.

Manufacturer narrative:
Philips field service engineer (fse) was onsite and gave instructions for reviewing mx alarm messages. There were no pressure alarm messages posted for this timeframe; the earliest message available was at 4:07 am - "abp reduce size". The piic alarm and event review did not have pressure alarms posted. The trend review showed no pressure values for the time frame prior to when the patient coded. There is no explicitly defined indication as to how the reported problem was resolved, but the customer's communication suggests that they resolved it internally. The last communication with the customer was that they did not need an fse onsite for a follow-up visit and that there was no more information available. No follow-up calls were found. Due diligence has been performed to collect additional information from the customer, but a definitive conclusion cannot be reached. Philips cannot rule out that a device malfunction has occurred, but no need for any repair was identified. The customer declined further servicing. The problem is most consistent with a user configuration issue. The available information from this report does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted. The device remains at the customer site.